Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to the pt experiencing a dark blind spot (right side), appearance of spiderwebs around lights, blurry vision and double vision. The lens was exchanged for a different model iol. Add'l info requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other complaint reported in the lot number. (B)(4).